Event description:
It was reported that after the patient received radiation treatment for an unrelated health issue, the right ventricular lead exhibited, intermittent capture, high pacing threshold, and high impedance. The lead was explanted and replaced. No patient symptoms were reported.

Event description:
New information notes the patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).